Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with replacing the wash tower probe wiper. Cts also recommended customer to replace reagent syringe plunger rod and perform cuvette wash procedure. A field service engineer (fse) went on-site (B)(4) 2011 but could not duplicate the leak. Fse found that vacuum valve was not opening and closing properly and replaced it.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent cartridge chemistry (cc) cuvette not dry flags and liquid leaking from a probe onto cover in the synchron lx20 pro analyzer. No injury was reported and no erroneous results were generated.